Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise on the presenting electrogram. Pacing inhibition of less than two seconds was observed. Technical services suggested the patient be seen in clinic for a lead evaluation. Additional information has been requested but was not provided at this time. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise on the presenting electrogram. Pacing inhibition of less than two seconds was observed. Technical services suggested the patient be seen in clinic for a lead evaluation. Additional information from the health care professional (hcp) provided the patient was seen in clinic and isometrics were performed. Rv lead noise was observed during testing. The rv lead was tested in unipolar configuration and more noise was present. The hcp reported the sensitivity was decreased and isometrics were again completed. No noise was detected after reprogramming. No other actions were taken at this time. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.